Event description:
It was reported by provider that the left caster on the trsx5 wheel chair is in the air. The provider states the shipping carton was intact, however after delivering the chair, the left front caster will not touch the ground. He states he tried to just replace the caster, but the issue was still there.